Event description:
Error 2 message. The pt reported that on an unspecified date, the test would not start on the reported meter, he was unable to obtain a blood glucose result, and received an error 2. At the time of the incident the pt was having symptoms of both high and low blood glucose levels such as blurred vision, dizziness and weakness. One week later the pt was taken to the hosp, blood glucose levels were tested and he was treated with an intravenous solution. No hospital meter or laboratory blood glucose results were reported. It would have been helpful to determine who took the pt to the hosp, if any meter results were obtained during the week before the pt was taken to the hospital, his medication regimen, the blood glucose results obtained by the hosp, and the specific treatment he received. The customer care advocate determined during the troubleshooting telephone call that the pt was re-using used test strips while trying to test his blood glucose on the reported meter. The meter, test strips and control solution were replaced.